Event description:
It was reported that the patient "suddenly moved her head and felt her leads and ins move". The patient had her implantable neurostimulator (ins) implanted below her clavicle, and leads from her brain, down her neck to the ins. It was also reported that the patient's therapy was causing them to have seizures which led to the turning off of the ins (reference MFR report #2182207200601832). The patient reported feeling dizzy and shaky. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).